Event description:
It was reported that the patient experienced syncopal episodes and upon interrogation the device was in por. The caller stated that it was difficult to interrogate because telemetry was intermittent. It was also reported that the patient had recently been on a holter monitor which had recorded intermittent pauses. The device was explanted and a new device connected to the chronic rv lead. Oversensing occurred and the chronic lead was ultimately replaced. No further patient complications were reported as a result of this event.